Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. Hospital phone number from e1 - (B)(6).

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure the echo physician noticed a collection of air bubbles in the left atrium (la), close to the aortic bulb. No other air bubbles were visible. The physician inserted the implant system to aspirate the gs and 120cc was aspirated without any issues. The air remained at the same place and was not getting more. The patient had no symptoms, no hypotension or ECG changes. The physician continued with the procedure implanting one pascal ace in a2/p2 with a 12/6 clocking. The regurgitation was reduced from grade 3 to 1. After the procedure the collection of air in the la was resolved. No patient harm at any time.

Manufacturer narrative:
The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence via air visualized in returned imaging. Imaging evaluation confirmed presence of air; however, no manufacturing nonconformities or device defects were able to be confirmed. No product was returned for evaluation. Potential root causes for the presence of air may include omission of a flushing/de-airing step, improper stopcock/syringe technique, or air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances were identified.